Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that during follow-up in clinic, high lead impedance was observed. The lead was capped and replaced. Patient¿s condition was stable during and post-procedure.

Event description:
It is reported that during follow-up in clinic, high lead impedance was observed. The lead was capped and replaced on (B)(6) 2019. Patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
External insulation abrasion was noted at 6.6cm to 6.9cm and 9.5cm to 10.0cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of high impedance. External insulation abrasion was noted at 46.1 to 46.3 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this/these location(s). Internal insulation abrasion was noted at 35.4cm to 35.7cm from the distal tip. The etfe coating was intact at this/these location(s).

Event description:
Lead was explanted prophylactically for an unrelated procedure.